Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited nozzle had a foreign body. There was no patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the type of foreign material was unable to be specified. There was no deformation in the device where the foreign material was found and the device was reprocessed according to the instruction for use (IFU). Therefore, a definitive root cause of the foreign material in the scope could not be determined. The subject event can be detected and prevented by implementation in accordance with the below IFU. Instructions for gif-1200n, operation manual, chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Instructions for gif-1200n, reprocessing manual, chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.